Event description:
Patient was implanted with dual nalu peripheral nerve stimulator systems on (B)(6) 2022 and (B)(6) 2022. After activation the patient reported communication issues between the implantable pulse generator (ipg) and the external therapy discs. Imaging determined that the ipg was beyond the recomended depth for optimal communication and on (B)(6) 2022 a surgical revision was performed to relocate the ipg to a more optimal location.

Manufacturer narrative:
Depth of ipg was confirmed on the date of implant as well as connectivity. Ipg migrated after the procedure to a depth that made connection intermittent. Connectivity was restored after the procedure.